Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the blood control valve not working was inconclusive due to the sample condition. A single site-rite printout slip with an attached product sticker was returned for evaluation. The product sticker was printed with the implicated ref: (B)(4) and lot: reku2190. The ultrasound image showed the subcutaneous vein. The catheter and needle were not seen within the vein. As no photographs or images were shown of the implicated device, there was no evidence provided to support the complainant¿s description of the complaint condition. It was reported that there were other incidents of this occurring. Samples were not returned for the other occurrences; therefore, those occurrences are also inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported accucath 18g 2.25¿ self-occluding feature not working at all directly after salting the needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.